Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis (pd) fluids. The patient was hospitalized on the same day as the onset. Treatment was not reported. The patient was still hospitalized and recovering from the peritonitis. The patient was retrained on aseptic technique. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Pt age: the patient was born on an unreported date in (B)(6). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The same day as onset of the peritonitis, the patient was treated with cefazolin 2 gram per day (route not reported) and gentamicin 80 mg per day (route not reported) as a treatment for peritonitis. On (B)(6) 2014, treatment with cefazolin and gentamycin were discontinued. On the same day, the patient was discharged from the hospital. It was reported the patient was recovered from this peritonitis event. (Previously reported as recovering/resolving). Should additional relevant information become available, a supplemental report will be submitted.